Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained results of 273mg/dl. The expected fasting blood glucose test result range is 145 to 150mg/dl. Customer didn't have any symptoms at the time of the call but the customer did report symptoms of blurry vision, frequent urination, nausea, weakness, sweating, hungry, and dizziness in (B)(6) 2017. Medical attention is reported as a result of the reported symptoms on a previous event. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 190 and 200mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 09/24/2018 and open vial date is 10/25/17. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 173mg/dl date: (B)(6)2016 time: 9:45am fasting. Result 2 : 162mg/dl date: (B)(6)2016 time: 6:21am fasting. Result 3 : 111mg/dl date: (B)(6)2016 time: 12:25am fasting. Result 4 : 107mg/dl date: (B)(6)2016 time: 11:50pm fasting. Result 5 : 105mg/dl date: (B)(6)2016 time: 8:44pm fasting. Customer called in states the meter is reading high. Customer states the meter read 273mg/dl fasting. Customer states her normal fasting range is 145-150mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call. Customer also mentioned she read 77mg/dl fasting (states she felt shaky and blurry vision). Customer states she ate jelly and glucose tablets and felt better 15 minutes later. Customer went to the emergency room in (B)(6) 2017 for the symptoms listed above. She was diagnoses with hyperglycemia with reading s in the 300's. Customer was placed on IV hydration and was told to have her doctor re-adjust her insulin levels. Customer states she was there for 19 hours. Admitted at 9pm and released the next day.customer feels fine at the time of the call.no medical attention is currently required.